Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specs. (B)(4).

Event description:
A report received from (B)(6) stated and 840 ventilator experienced a loss of communication device alert which caused the ventilator to stop cycling. The ventilator was not being used on a pt at the time of the event.